Event description:
It was reported that device diagnostic testing resulted in high impedance and that the device was not programmed off. It was reported that the patient was sent for x-rays. The device was later programmed off by a different physician since the patient lives so far away. It was reported that there was no trauma or patient manipulation known that could have caused or contributed to the high impedance. It was reported that device diagnostics were within normal limits on (B)(6) 2013. It was reported that it is unknown if the patient had the x-rays and that surgery was planned. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.